Event description:
Material #:301029 batch#:0238986 medline complaint (B)(4), defect description: tip is breaking off inside of syringe, medline part #: 26005 23134, product description: syr 10ml l/l syr 1ml l/l, vendor part #: 301029 309648, lot #: 0238986, 0090405 date reported: 05/12/2021, sample received: no response needed: summary of findings and corrective action complaint reported to FDA as MDR-30 day. Reference no. 3004122598-2024-00006. Additional information: yes, 05/12/2024, is the correct date. Additional information: sorry for the confusion! The correct date is 05/12/2021.

Manufacturer narrative:
Since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A physical sample is required for a more thorough evaluation and potential root cause determination.

Manufacturer narrative:
E.1. Address was not located and il was used. E.4. The initial reporter also notified the FDA, medwatch report 3004122598-2024-00006. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll bns had tip breakage. The following information was reported by the initial reporter: "tip is breaking off inside of syringe." Verbatim: rcc received a complaint via email. Email(s) attached. Medline complaint #: (B)(4). Defect description: tip is breaking off inside of syringe. Medline part #: 26005. (B)(6). Product description: syr 10ml l/l. Syr 1ml l/l. Vendor part #: 301029. (B)(6). Lot #: 0238986. (B)(6). Date reported: 05/12/2021. Sample received: no. Response needed: summary of findings and corrective action. Complaint reported to FDA as MDR-30 day. Reference no. 3004122598-2024-00006.